Event description:
A patient was in the operating room for a cystoscopy and evacuation of blood clots. During the cystoscopy it was noticed that the patient had several fragmented pieces of metal from the tip of the (resectoscope) gyrus scope set of the inner sheath. The black end of the "insulated distal tip." The fragments were removed. Small broken fragment was sucked up into the suction canister. No other fragments were seen in the bladder. Sent the device back to the manufacturer the next day.